Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient in initial training experienced insulin leaking from the cartridge into the ilet while attempting to fill the tubing. The patient had previously encountered the same issue during virtual training with two cartridges. During in-person training, the problem persisted despite using different supplies, including those provided by the trainer. The trainer guided the patient to use all new supplies (cartridge, connector, infusion set) and first tested the process with water, successfully observing drops from the needle. The patient then repeated the steps with insulin and was able to complete the supply change without further leakage. Blood glucose was not affected, and no damage occurred to any cartridges or connectors. It was confirmed that the cartridge was inserted by itself before attaching the connector during all three instances of leaking. The supplies involved were contact detach infusion sets (lot: 6008882, lot: 6009881), cartridges (lot: 31278, lot: 32565), and connectors (lot: 31674, lot: 32529). The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.